Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure - 1173", "self check failure-1475" and "internal comm failure-1471" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functional stress testing without duplicating the report. An internal inspection did find an internal cable pinched and one that was not locked down but these could not be firmly established as root cause. Cables were replaced and reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.